Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6. Component code: g01003 the evaluation of complaint data for the product and likely cause alinity I tsh reagent lot 18367ui00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. A retained kit of reagent lot 18367ui00 was tested for accuracy and the data shows that the performance of the lot is performing acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or deficiency of the alinity I tsh lot 18367ui00 was identified.

Manufacturer narrative:
Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased alinity I tsh result on a patient. Results provided: sid (B)(6) (dob: (B)(6) ) = 0.0357 / 1.7068 / 1.7184 / 2.0852 / 2.1019 uiu/ml (reference range: 0.88-5.42 uiu/ml), free t4 = 18.20 pmol/l (reference range: 10.96-20.57 pmol/l). No impact to patient management was reported.